Manufacturer narrative:
An event regarding damage involving an trident driver shaft was reported. The event was confirmed. The device was returned in used condition. The flex drill shaft was bent at an angle near the point of juncture with the drive fitting. Discussion with material analysis team stated that damage was due to overload conditions and further assessment was not required. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. The investigation concluded that the flexible drill shaft was bent at an angle near the point of juncture with the drive fitting. Examination of the returned device, in consultation with the material analysis engineer, indicated that the damage was due to overload conditions. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened. Not returned.

Event description:
During a left hip revision procedure the flex drill shaft from the trident reamer tray came apart on 3 instruments. No surgical delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a left hip revision procedure the flex drill shaft from the trident reamer tray came apart on 3 instruments. No surgical delay.